Event description:
Following circumcision with a mogen clamp the tip of the glans penis was noted to be bleeding and lacerated. Prompt suturing by a urologist of .5cm of the glans was completed with immediate pink up of the glans reported. Several months later, an attorney representing the infant's parents contacted the hospital alleging a serious injury.